Manufacturer narrative:
This is the first complaint reported for this finished goods lot and the first reported for this issue. Review of the device history record indicates the order was built to specification. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from a company representative. The vacuum issues were suspected to have occurred during phacoemulsification and there was no known patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that some bubbles, or air, in the tubing was interfering with the vacuum on 3 to 4 occasions recently. Patient and procedure impact are unknown.